Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "cgm accuracy" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device.